Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set was leaking from the tubing. The leak was observed while setting up for administration of gemcitabine (chemotherapy). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correctio made to e1: initial reporter phone no.: (B)(6) (previously submitted as ni). Correction made to e3: occupation: nurse (previously submitted as other health care professional). Correction made to e1: initial reporter address: (B)(6) (previously submitted as see h10). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.